Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 26mg/dl. The mother stated that the customer's blood glucose dropped low twice, fell, and busted two front teeth. The caller stated that the doctor saw the insulin pump allowed the customer to bolus 18.0 units twice. Troubleshooting was performed. The mother stated that the insulin pump was not functioning properly. The time and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir, bad battery, and battery out alarms. The customer stated that he had x-rays done at the hospital and dental office, but she was not wearing the insulin pump. Assisted the mother to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.